Manufacturer narrative:
The following patient identifier are linked: (B)(6). This report has been submitted by the importer under this MDR report number 2429304-2025-00013. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that at the end of an ercp (endoscopic retrograde cholangiopancreatography) procedure, when the user retrieved the subject videoscope from the patient, they discovered that the distal end cover was not on the scope. They went back in and found the distal end cover in the patient's throat and used a forceps to retrieve it successfully. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.